Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a "patient had deflation" and that it was "10 years to the day of getting them implanted". This record is for the left side. The device remains implanted.

Event description:
Affected side is unknown.